Event description:
This ra lead was implanted on (B)(6)2004 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that an automatic safety switch from bipolar to unipolar occured on (B)(6)2018 due to an atrial pacing impedance out of range measurement of greater than 2000 ohms. The following physician was dr.(B)(6) at(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).